Event description:
The manufacturer received a voluntary medwatch (mw5153727) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's family or friend alleging the patient started, "2023 CT scan with omnipaque (shortness of breath continues "several scattered ground glass changes in bilateral pulmonary lobes. Nodules measuring up to 4mm, some up to 1.1 cm. More modular appearance of previously noted scarring in the periphery of right upper lobe." 2024 (breathing issues continue even using CPAP and working out 4-5 days per week) (B)(6) 2024 CT scan without contrast (shortness of breath) "still clinical concern, several 2-4 mm nodules hazy density." (B)(6) 2024 (B)(6) says stress test is ok (B)(6) 2024 (B)(6) orders another CT scan and wants him to do a heart monitor. We've contacted all of (B)(6) doctors again as he has now lost consciousness 6 times just this year. If he laughs or coughs, he can't take a breath in and completely passes out. When patient loses consciousness, he kind of has a little seizure activity with his hands/arms. Patient alleges used device nightly (B)(6) 2020 through (B)(6) 2021, until recall notice received 8/15/2021." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.